Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "low latex modulus". It was unknown whether the device had met relevant specifications. The provided lot number was invalid therefore DHR review can¿t be completed. The instructions for use were found adequate and states the following: visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the patient ordered to have a 26fr urethral catheter exchanged. The catheter was exchanged using sterile technique. Urine return was observed. Upon inflating balloon sterile water sprayed out of the port above where the syringe was attached, and the registering nurse observed that that piece was dry rotted, so the catheter was promptly removed from the patient . After removal, the packaging was inspected for an expiration date by multiple registered nurses. There was no expiration date on the catheter or packaging. External catheter placed on the patient until another catheter could be obtained. Although no patient harm occurred, the patient would have to have a second insertion.

Event description:
It was reported that the patient ordered to have a 26fr urethral catheter exchanged. The catheter was exchanged using sterile technique. Urine return was observed. Upon inflating balloon sterile water sprayed out of the port above where the syringe was attached, and the registering nurse observed that piece was dry rotted, so the catheter was promptly removed from the patient . After removal, the packaging was inspected for an expiration date by multiple registered nurses. There was no expiration date on the catheter or packaging. External catheter placed on the patient until another catheter could be obtained. Although no patient harm occurred, the patient would have to have a second insertion.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.